Event description:
It was reported by the manufacturer representative (rep) that the patient had difficulty getting the device turned on. The factor that may have led or contributed to the issue was the patient went into rehab and turned it off. The rep will meet with the family the next day to turn it back on. The problem was not resolved. Additional information was received from the manufacturer representative that the patient had not charged their ins in about six months, and the device was overdischarged. The patient learned they could not charge their ins about a week ago today when they visited with their neurologist; tss helped the rep confirm overdischarged (service code 1204) on the call and initiated physician rest mode(prm) on the wireless recharger (wr).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) provided additional information, which the hcp confirmed. The patient's ins was recharged, and the therapy was turned back on. The issue was resolved.